Event description:
Using a right femoral approach the catheter was used to select both common carotid arteries and the left vertebral artery. The catheter was exchanged for another catheter to select the right innominate artery. Multiple injections were performed with antero-posterior, lateral and oblique filming over the head and neck. A focal dissection was noted of the proximal left extra cranial vertebral artery. The dissection is about 5cm above the origin of the left vertebral at the location of the catheter tip. A "defection" was not present on initial hand injection; the left artery dissection was noted, indicating that the dissection is probably catheter related. Dissection produces stagnate flow in the left vertebral artery and there appears to be about 99% narrowing at the level of the dissection with slow flow of contrast above the level of dissection. The pt had no "neurologic" or complaints during the procedure.